Manufacturer narrative:
This report is being filed on an international product, list number (B)(4), that has a similar product distributed in the us, list number (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: (B)(6)

Event description:
Abbott received notification that the national blood bank of (B)(6) (vadc) notified their competent authority of an issue regarding alleged (B)(6) prism (B)(6) results for donor units. This was a retrospective report submitted by vadc after the prism analyzer was uninstalled from that site and replaced with the roche cobas system. The following information was provided. On april 21, 2017 abbott laboratories baltics received a user report with archived sample testing results as well as confirmatory testing results of the initial donor ID (B)(6). The following was provided: archive sample ID (B)(6). Testing date on prism (B)(6): (B)(6) 2014. Testing results on prism (B)(6): (B)(6). Prism (B)(6) reagent lot: 42189li00 retest date on cobas: (B)(6) 2017= (B)(6) (coi 28.25). Confirmatory results: immunoblot questionable ns3 1+/- blood products donated: red blood cells and fresh frozen plasma return sample available not specified the data presented is associated with the testing of archived samples post deinstallation of the abbott prism analyzer. Samples that originally tested (B)(6) by the abbott prism (B)(6) assay were stored. The samples have subsequently been pulled and tested by vadc using the roche methodology and by lic using various alternate (B)(6) methods, including architect. This testing is being performed as part of a study by vadc due to performance differences they are experiencing between the roche (current method) and abbott prism (past method) for (B)(6). None of the results, whether by vadc roche testing or lic architect testing, are being used for donor management. It was noted that some inconsistencies exist in the information provided by the former customer in regards to the initial donor identification initially provided and the initial donor identification in subsequent reports. This does not affect the overall reporting for this issue.

Manufacturer narrative:
Ticket searches determined that there is normal complaint activity for reagent lot 42189li00. All complaints are from the same customer. The tracking and trending report review determined that there are no adverse or non-statistical trends. A review for non-conformances and deviations associated with reagent lot 42189li00 was performed. This review resulted in no occurrences that could be linked to the complaint observation. No testing could be performed as lot number 42189li00 expired on 07 march 2015. Further, no historical test data is available for review. The abbott prism instrument, s/n (B)(4), is not identified as a likely cause in this complaint for (B)(6) results when using abbott prism hcv l/n 06a52. However, a review of the instrument was performed. The service history for prism s/n (B)(4) was reviewed, but did not identify service-related issues that could have contributed to the complaint issue. Additionally, a review of 12 months of complaints for the abbott prism instrument did not identify increased complaint activity. No additional complaints were identified for the abbott prism instrument for this complaint issue. Finally, a review of the abbott prism operations manual determined adequate instruction is provided with respect to this event. Based on this investigation, the abbott prism instrument is performing acceptably. The abbott prism hcv assay package insert contains information to address the current customer issue. Based on the information within the complaint record, a malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, no deficiency of the device was identified.